Event description:
Report received from the USA stating that the device "does not work". It is unk if the device was used during surgery. It is unk if there was injury or medical intervention related to this event. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR be sent. (B)(4).